Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high pacing threshold measurements and the lead became dislodged. The lead was repositioned several times, with the thresholds remaining high, until the helix no longer extended and retracted properly. A new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.